Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test. No unexpected low battery alert, battery power loss alarm or failed battery test alarm noted during testing. However, high sleep current found during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. However, the unloaded vaa voltage dropped 3 times and then recovered including the loaded and unloaded vlith voltages. (2) low battery alerts found in the pump history file/trace on may 06, 2022 at 00:29:00 to 05:53:41 and (13) failed battery test alarms found in the pump history file/traces on may 06, 2022 started from 07:17:56 to 07:22:36. This indicated the esd latch-up on an ic. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Cosmetic damage was confirmed at the back of the battery compartment. Low battery alert/failed battery test alarm/high sleep current due to hardware error (esd latch-up on an ic). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery alarm in less then 8 hours low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the device.